Event description:
The customer reported that the holster's is causing error codes during the breast biopsy and then report of probe movement during the procedure. The probe was replaced and the biopsy was completed. It was requested to have the holster evaluated for internal hardware damage. There were no pt consequences reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the blue cable was damaged and had high torque. The analysis site was unable to duplicate the "unusual probe movement". The black cable was replaced due to the black cable lemo connector had broken tabs, the miter gear and e-clip were replaced due to they were damaged during disassembly. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.